Manufacturer narrative:
Investigation: the product was analyzed using a keyence vhx 5000 digital microscope. No pores, inclusions or foreign bodies could be found on the point of rupture. The position of the breakage is at the thinnest part of the product. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the breakage is at the thinnest part of the product. Most likely a wrong instrument with a too large diameter (10/12mm shaft) was introduced into the 5mm seal. Thereby the connection nipple was broken due to a too high friction between the shaft and the converter. The correct application is stated in the IFU. Corrective action: a CAPA is not necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: france. During a coelioscopy operation, recovery of a part of the reducing in the abdominal cavity. The patient does not need specific monitoring after the withdrawal.